Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. There was blood in/on the helix mechanism and there damage at implant. The analyst noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt there was difficulty extending/retracting the lead helix, and difficulty positioning/fixing the lead. The lead was not implanted and another lead was successfully implanted. No patient complications were reported as a result of this event.